Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was pt involvement in the reported malfunction.